Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the set screw on the pacemaker could not be tightened. No intervention was performed and the patient's condition was unknown. The device information was not provided.